Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a vent service required error code. There was no harm or injury reported. The device was not in use on a patient during the reported occurrence. The device was evaluated by a third party service center, and the customer's complaint was confirmed. The device's display board was replaced to address the issue. The display board was returned to the manufacturer's product investigation laboratory for further investigation. Visual inspection found the display connector was broken. The technician was unable to perform further testing due to the component having physical damage. The following components were replaced due to contamination observed: trilogy evo blower assembly, trilogy evo blower bellows seal, trilogy evo cooling fan assembly, trilogy evo fan retainer, trilogy evo machine flow sensor, trilogy evo muffler assembly, trilogy evo air inlet foam filter, trilogy evo tubing-system pca, trilogy evo tubing-blower chassis, trilogy evo tubing-fio2, trilogy evo tubing-low flow o2. These components were not replaced due to a malfunction. The device was cleaned and repaired. The device passed all final testing.

Event description:
The manufacturer received information alleging a vent service required error code. There was no harm or injury reported. The device was not in use on a patient during the reported occurrence. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.